Event description:
It was reported that the "catheter broke between cuff and extension." The catheter was removed and the pt is stable.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is completed, a final report will be submitted.